Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to diabetes ketoacidosis. The current blood glucose reading is 332 mg/dl. Customer has been treated with insulin drip. The blood glucose reading at the time of the event was over 700 mg/dl. The paramedics were called to transport customer to hospital. During troubleshooting, the manual prime is correct, the insulin exits the tubing. Time and date are correct. Programming is correct. Nothing further reported.